Event description:
It was reported that the pt was seen for testing, as her parents were not certain that the device was functioning correctly following a bang to her head the week of (B) (6) 2009. The testing indicated that the device has malfunctioned, as the ground path was not determinable, and 5 electrode channels showed hi, and 4 electrode channels had short circuits.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.